Event description:
Healthcare professional reported "rupture." Record is for right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, d9, h3, h4, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed openings and broken device assessed as surgical damage and observed a missing piece of shell assessed as inconclusive. A workmanship was observed not related to the complaint for a split in patch event. A further investigation is requested as per the investigation procedure, creases, wear abrasion, non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Clarification to d6a implant date: insufficient information provided. A review of the device history record has been completed. No deviations or non-conformances noted. Fi summary the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory was observed split (ss) in patch area, it is out of specification per qa 199.04. The event rupture was observed, but the workmanship has not relation to it. Therefore, the report ruptured event was confirmed, but it has not relation with the manufacturing process. A review of the current risk documents pfmea-silicone filled bi and sizer assy rev. 8.0 was performed, and the event of split in patch is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is not an adverse trend for this type of event (only inv-73303 in july 2023) no additional actions are deemed required at this time. The issues with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "rupture." Record is for right side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture." Record is for right side. Device has been explanted.